Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting false reactive architect anti-hcv results on an architect i2000sr processing module, serial number (B)(6) . Through an extensive investigation, the fsr found the arc, probe, list number 08c94-47, needed to be decontaminated, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Initial reporter name and address: phone complete entry: (B)(6).

Event description:
The customer observed false reactive architect anti-hcv results for a 3-year-old male patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID: (B)(4) initial result, which was severely hemolyzed, was 2.07, repeat, was reactive, repeats on another analyzer, were 0.07 s/co and nonreactive. The patient was redrawn on (B)(6) 2023, sample ID: (B)(4), initial result, was 1.38, repeat was 2.15 s/co. The sample was repeated on another analyzer and the results were 0.09 and 0.07 s/co. Additional testing was performed for troubleshooting purposes that generated all nonreactive results for the sample. There was no impact to patient management reported.